Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and readjusted the parallelism of the x-arm to the secondary rack. The fe performed k0 to k5 calibrations. The fe ran several lld checks in diagnostics and oas software with no codes and observed no sign of tip out of alignment. Repairs have returned this instrument to expected operation.